Event description:
It was reported that during preparation for a percutaneous coronary intervention a balloon rupture occurred. The apex monorail 15mm x 3.00mm balloon catheter was selected for use. During preparation, after the air was removed and while the device was being flushed, the balloon ruptured. No inflation device was attached at the time the rupture occurred. The device did not come in contact with the patient. The procedure was completed with another apex monorail 15mm x 3.00mm balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a percutaneous coronary intervention, a balloon rupture occurred. The apex monorail 15mm x 3.00mm balloon catheter was selected for use. During preparation, after the air was removed and while the device was being flushed, the balloon ruptured. No inflation device was attached at the time the rupture occurred. The device did not come in contact with the patient. The procedure was completed with another apex monorail 15mm x 3.00mm balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by mfg: a visual and microscopic examination of the returned device revealed a balloon with no tears or holes in the balloon material. The device was attached to an encore inflation unit , and during attempts to inflate the balloon, liquid leaked out through the tip. An examination of the wire lumen found that the lumen was bunched and leaking at 4.8cm proximal to the tip. The leak is consistent with a guidewire having punctured through the wire lumen, possibly as a result of the lumen being bunched / blocked, and this resulted in the catheter leak. An examination of the tip section of the device found that the distal edge of the tip was bunched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage as the event occurred prior to patient contact. (B)(4).